Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress such as scratching or bumping the insertion section, chemical stress due to the implementation of the reprocessing methods, or stress from harsh storage conditions likely caused the reported event. However, a specific cause could not be specified. The event can be detected/prevented by following the instructions for use which state: "3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope exhibited peeling off of the coating/marking disappearance on the insertion section. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.